Event description:
It was reported that during temporary testing of left ventricular configurations there was t-wave oversensing noted in the right ventricular (rv) lead with a certain setting. The rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.